Manufacturer narrative:
The local dräger s&s organization was not involved in examination of the device. There was no logfile transmitted to dräger and, details of the ventilation parameter set at the time of event were not provided as well. A biomedical engineer of the hospital has reportedly checked the device in follow-up of the event and confirmed that it is working well according to specifications. The user has mentioned the presence of a certain lung disease as a precondition but due to lack of relevant information, the potential contribution of use error (i.e. Inadequate settings) to the patient outcome cannot be fully ruled out. Thus, this case is reported in abundance of caution.

Event description:
It was reported that a patient developed a pneumothorax during a ventilation episode which required medical intervention.